Event description:
Information was received from a patient (pt) regarding an external device to an implantable neurostimulator (ins). Pt stated they spoke with two manufacturer's representatives (reps) on saturday and they told him to call the manufacturer's patient services to get all the external devices replaced. It was reported that the recharger never worked since pt had it. Pt reported the recharger did not connect to their implant since 2-3 days after the implant. Pt stated they used the belt and it took 15-20mins to find the spot, then they took the recharger out of the belt and used the recharger by itself and it still took 20mins to find the ins to charge. They would get excellent quality until 6 months ago, when they were having trouble with getting excellent and could not move at all, and the recharger had to be exactly in the spot. The manufacturer's patient services specialist (pss) asked if there is visible damage on the recharger and pt said no, there was no visible damage on the recharger and the reps had them try all of that already. It was also reported that the controller died on friday and there was no power on the controller. Pss asked pt to remove the battery pack from the controller and pt said the battery came apart on saturday when they were resetting the controller. Pss asked if there is visible damage on the controller port and patient said there is no visible damage on the controller and the reps had them look at all of that already. Controller powered on after reset while on the call. No symptoms were reported. A replacement recharger, controller, and battery pack sent out. The caller (manufacturer representative (rep)) states the patient (pt) says something interrupted pt during paring process of his new controller; caller was not sure what happened, but the pt 'went off the screen' and now the pt is only able to connect with recharger attached. The caller states he is unsure if pt actually paired the controller to ins and ultimately believes the pt likely did not. The rep will contact pt again to assist in making sure the components were paired and if further g uidance is needed the pt/rep will call back.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient product ID 97745bp lot# serial# (B)(6) implanted: explanted: product type accessory product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis of the 97745 controller (ptm) (serial number (B)(6)) revealed battery contact was broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.